Event description:
I went to dr. (B)(6), an ent in (B)(6)- he injected me with an experimental product which first of all is meant for those with atrophy, I only came to him because of some dryness. Other drs do not do that injection in turbinates due to a lack of research demonstrating safety. It is prp with a product called acell. It is acell that causes the issues because it was not shown to be safe for internal use. The FDA fined the co. 15 million dollars and yet this dr. Continues to use it internally. Since then I have heart discomfort, dysautonomia, and dizziness, as well as gi disturbances and itching. Https://www.FDA.gov/ inspections-compliance-enforce ment-and-criminal-investigations/criminal-investigations/medical-device-maker-acell-incpleads- guilty-and-will-pay-15-million-resolve-criminal-charges -and currently testing. Previous testing showed dysautonomia, hypertension (I previously had consistently low bp), and weight gain.